Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range shock impedance measurements in the right ventricular (rv) lead stored daily diagnostic measurements. Boston scientific technical services (ts) recommended preforming a high energy shock test. However, the physician elected to continue monitoring. The system remains in service. No patient adverse effect was reported.